Manufacturer narrative:
(B)(4). The customer reported that an infant death occurred while being monitored on a philips device. Due to this request, it is considered that it was unclear for the customer how a fetal heart rate (fhr) could be measured on a fetus which is dead for 2 days. The available information supports that the infant death occurred before the hospital began monitoring using the philips fetal monitor. The device documentation (instructions for use) stresses to confirm fetal life by independent means prior to initiating monitoring. Per the philips response center engineer (rce), there is no indication of fetal life. Per a philips registered nurse (rn), a review of the provided trace showed that no continuous measurement was used to gather the maternal pulse. Therefore, it was not possible for the device to compare the maternal heart rate (mhr) with the fhr to announce the user of a potential coincidence. Note that the device labeling instructs users to use coincidence detection (ccf) to assure that the measured heart rate is not the maternal heart rate. In addition, please note that the customer has provided 2 trace snippets from 2 different days ((B)(6) 2011), and two different devices for review. Philips will report this incident separately for both involved devices. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that an infant death occurred while being monitored on a philips device.